Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly, and no imaging core windup was found within the telescope section or the sheath section of the device. Impedance testing showed an electrical short at the proximal end of the catheter, between 90 and 100 cm from the distal housing. Microscope inspection revealed a twist in the imaging window and damage to the tip. Based on the evidence, the reported code "image lost" can be confirmed, as the electrical short found at the proximal end during the impedance test could have contributed to the image loss.

Event description:
Reportable based on device analysis completed on 16 jul 2024. It was reported that visualization issues occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac vessel. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.